Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the connector of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that there was tissue and blood in the returned helix. When the tissue and blood were removed with alcohol, the helix extended/retracted within specification. The connector pin was slightly bent from being damaged at the implant attempt.

Event description:
It was reported that during the implant attempt, the physician was unable to get good placement of the right ventricular (rv) lead. The rv lead was removed from the body and it was noted that the helix did not appear to be able to advance fully. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.